Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information received on 04/05/2016. The pump has continued to function appropriately, but here is suspicion of thrombus. Patient was originally implanted on (B)(6) 2015 and exchanged due to thrombus on (B)(6) 2015. No other pertinent patient medical history. Ldh is down to 742 today (4/5/16). Ldh peaked at 2272 on (B)(6) 2016. Hvad powers are now stable in the 4s. Urine has returned to clear yellow. Patient is still admitted with IV heparin. Inr 1.3 today - awaiting therapeutic inr. Remains status 1a at this time. Site plans to repeat teg and discharge the patient home when the inr is therapeutic. No additional information provided. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the medical personnel that patient was admitted to the hospital for suspected pump thrombus. Patient came to ed (emergency department) on (B)(6) 2016, with c/o dark brown urine which started that morning. Inr 4.2 and ldh 1915 in ed. Patient is compliant with his medications per the site and has been therapeutic to supra-therapeutic with his inrs the entire month. Of note, the patient is currently on his second pump (original implant (B)(6) 2015, exchanged for thrombus (B)(6) 2015; on admission his vad parameters were wnl (within normal limits), but his trends showed increasing flows/powers starting 4 days prior. Log files sent which showed parameters wnl, but confirmed the rise in power above baseline from (B)(6) 2016 to a peak of 4.8w. Patient was placed on IV heparin. Last evening, patient's watts were in the 5's at 2600. Dipyridamole was added to the patient's medical regimen as well. The patient had 1 high watt alarm this morning at 0600. Currently the patient remains admitted with hopes for transplant. He is status 1a with unos for device malfunction. The site will only plan to exchange him if the device malfunctions compromising the patient or his other organs begin decompensating. Patient remains in the hospital. No further information is provided.

Manufacturer narrative:
Additional information received on 04/17/2016. The pump has continued to function appropriately, but here is suspicion of thrombus. Patient was originally implanted on (B)(6) 2015 and exchanged due to thrombus on (B)(6) 2015. No other pertinent patient medical history. Ldh is down to 742 today ((B)(6) 2016). Ldh peaked at 2272 on (B)(6) 2016. Hvad powers are now stable in the 4s. Urine has returned to clear yellow. Patient is still admitted with IV heparin. Inr 1.3 today - awaiting therapeutic inr. Remains status 1a at this time. Site plans to repeat teg and discharge the patient home when the inr is therapeutic. No additional information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: the patient was transplanted on (B)(6) 2016. In addition, during a previous admission the patient was found to positive for a lupus anticoagulant panel and has known history of left ventricular non-compaction; all things which may increase risk for clots. The device was returned for evaluation. An independent pathology report did not reveal evidence of thrombus within the pump and there was no evidence that a malfunction of the device occurred. With review of the available information, the patient's recent diagnosis of lupus and history of left ventricular non-compaction are factors which potentially contributed to the reported event since both conditions can increase the likelihood of clot development. In addition, lvad pump candidates often possess risk factors for intravascular coagulation including arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Clinical factors contributing to thrombus are multifactorial and may be attributed to medical treatment, progression of disease, patient comorbidities, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a power consumption above normal power consumption level on the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination and dimensional verification but failed functional testing due to power shift condition during the post-explant wet test. Per internal investigation, the power shift condition does not correlate with complaints. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.